Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the customer reported issue. The clutch and lead screw were worn, and the clutch was not engaging properly, resulting in the travel course error. The clutch/leadscrew were replaced to address this issue.

Event description:
It was reported that the device showed a travel coarse error - check clutch/plunger lever during testing. Evaluation of the returned device confirmed the reported issue as the clutch was not properly engaging.